Event description:
A customer reported to beckman coulter that the synchron lxi 725 clinical system generated an erroneously elevated troponin (accutni) result of 0.53 ng/ml, above the acute myocardial infarction threshold, for one patient. Repeat testing on the same and on an alternate analyzer produced lower results of 0.01 and 0.02 ng/ml, respectively, within the normal reference range. The erroneous result was not reported out of the laboratory. There was no report of death, injury, or impact to patient treatment in connection to this event. The customer used the below reagent and calibrator for troponin assay: access accutni reagent pack, catalogue number a78803, lot number was not provided. Access accutni calibrators, catalogue number 33345, lot number was not provided.

Manufacturer narrative:
This follow-up report is submitted to provide correct 510(k) number.

Manufacturer narrative:
Service was not dispatched for this event as the customer declined service visit. The cause of the event cannot be determined based on the information supplied.